Event description:
A report was received that the patient underwent a lead revision due to inadequate stimulation caused by lead migration. During the revision the patient's ipg was relocated due to the discomfort. The patient was reportedly doing well following the procedure.